Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an magnetic resonance imaging (MRI) scan without their implantable pulse generator (ipg) being reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.